Manufacturer narrative:
(B)(4). The product was changed out from the distributor stock on december 5, 2015.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heart lung machine was not switching to battery and the suspect component was found to be the power manager board. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, product surveillance technician(pst) observed that the board will not switch to battery power. The cause was multiple open resistors r122, r159 and r186. This is the cause of premature shutdown while on battery backup. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per information received from distributor/service group on november 28, 2016: all these machines were out of warranty when the problem occurred, but customer was under contract with a service group. Hence, the power manager boards were replaced from our company stock, and the machines were set right.

Manufacturer narrative:
The reported complaint was confirmed. When unplugged, zero minutes were displayed on the central control monitor (ccm) battery icon, there was no change over. There was no time lag between unplugged and shutdown. The battery icon color was green on the ccm when the event occurred. The light emitting diode (led) on the front panel of the aps1 was also green. This was not a back-up unit as they use this device everyday, where the unit is plugged into alternating current (a/c) power throughout surgery to allow the battery to charge. They were running on battery for 30 minutes prior to the issue. No warnings alarms or messages were noted. The user did not check the aux tab for messages related to the issue. No product was returned to manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.